Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the delivery catheter system (dcs) did not cause or contribute to the calcium oc cluding the left coronary artery (lca). It was believed that after the valve was fully released, calcium adhering to the native valve leaflets occluded the entrance to the lca.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had a history of coronary artery disease, but no coronary artery occlusion.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with a type 1 bicuspid valve and a calcium bridge in the right - left fusion of the valve leaflets, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. An echocardiogram revealed that some of the calcifications had peeled off from the bridge when the bav was performed, but the calcification remained attached to the valve. Subsequently, transcatheter valve was placed. It appeared that the calcification which appeared unstable on the echocardiogram was fixated to the sinus of valsalva, but the left coronary artery (lca) had become blocked. Bradycardia was noted. Extracorporeal membrane oxygenation (ECMO) was initiated and percutaneous coronary intervention was performed on the lca. A 4 mm by 44 mm stent was placed in "#5" so that it protruded into the valve lumen. The patient's condition became stable. An intra-aortic balloon pump (iabp) was placed and the procedure was completed. The patient returned to the room with ECMO and the iabp in place.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.